Event description:
A customer reported an issue with a high blood glucose level indicated by their device. The specific value was not provided, but it was displayed as "high". To address the high blood glucose, the customer administered a correction bolus using their pump. Customer technical support assisted the caller in updating their carbohydrate ratio setting and advised checking in with their healthcare provider whenever settings are updated. The caller understood and acknowledged this advice, and it was noted that no third-party assistance was required.